Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device was found to be in back up mode following electrocautery. Upon interrogation the device was reprogrammed to resolve the event. The patient was stable.